Event description:
It was reported the patient had not used his stimulation or recharged his ipg for approximately one year. The patient reports medication was relieving his pain and he stopped using his scs system. The patient attempted to use his scs system, however the stimulation was off and the ipg was unable to communicate with the external devices. The patient underwent surgical intervention to remove and replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.